Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that, during the trial system in 2008, the patient slipped in the shower and fell; his bandage over the trial leads / cabling came off and his leads were pulled downward. Later, the patient's wife pulled the leads out of his thoracic area. Since the event, the patient was not able to get an erection. It was noted that the patient went on to have a spinal cord stimulation system implanted. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).